Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing an unknown medication (dose and concentration unknown). The indication for use was spinal pain. It was reported that the patient came in for a refill, and the fill port was not able to be accessed. A fluoroscopy exam was performed, and it was found that the pump had flipped. It was noted that the patient would flip the pump, which was thought to have contributed to the occurrence. Surgery was performed on (B)(6) 2017 to flip the pump back so that it could be accessed. The issue was considered resolved, and the patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or expected.